Event description:
Customer reported an occlusion sys alarm during the collection phase of the second cycle. There were no previous alarms. It was not possible to reset the alarm. It was not possible to give a saline bolus to clear the alarm. The customer did not note any obstructions in the lines to and from the centrifuge. Customer said the content of the bowl seems to have foam in it. She therefore prefers to abort the treatment. No blood was returned to the pt. There were no clots or aggregates visible. Customer reported pt's condition as stable. Customer called back and reported that when taking the kit out, she noticed a small leak at the top seal of the centrifuge. There was no blood leak alarm during the procedure. There was no svc order generated. The data key and a photo were returned for investigation.

Manufacturer narrative:
A batch record review of lot c730 was performed and there were no nonconformance's associated w/this lot. The lot met release requirements. Trends were reviewed for complaint categories, centrifuge bowl leak/break and occlusion sys alarm. No trends were detected. No CAPA was initiated for complaint categories, centrifuge bowl leak/break or for occlusion sys alarm. This assessment is based on info available at the time of the investigation. The data key and a photo were rec'd for investigation. A supplemental report will be filed with the results of this analysis. (B)(4).

Manufacturer narrative:
The data key and photo associated with this complaint were returned for analysis. The review of the data confirms the occurrence of system occlusion alarms. The review of the photo shows a lot of small air bubbles on top of the liquid on the right side of the photo and no clots. Leaks through the seal at the top of the bowl occur when the seal lifts due to back pressure in the kit. Back pressure is often created when there is an occlusion, but a leak in the centrifuge bowl cannot be confirmed from the data key data or the single photograph returned by the customer, nor can a root cause be determined. There is no trend for this complaint issue; therefore, no action will be taken at this time. Complaints are monitored through tracking and trending. Should a trend arise, further action will be taken through the therakos corrective and preventive action system. (B)(4).